Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 09-jan-2026. A visual inspection evaluation and functional tests were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve had a fissure. It was properly placed in conjunction with the brim cap and friction ring. No other anomalies were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leakage issue reported was confirmed. The potential cause of the fissure of the valve may be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a vizigo and during the operation, blood leakage was found in hemostasis valve. A new device was used to complete the surgery and there was no patient injury reported. Additional information indicated that the hemostasis valve (gasket) did not dislodge inside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used in the patient, and no air entered the patient¿s body. Blood return was observed, and the amount of blood loss is unknown. No needle product was used.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, blood was observed inside the hub; however, no leakages were observed on the photo provided by the customer. A device history record review was performed for the finished device lot number and no internal action related to the complaint was found during the review. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis, and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).